Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check during a software update. The evaluation of the provided logs shows that the pre-use check failed the internal leakage test with an error code indicating the leakage value is too high, or the safety valve is either not locked or its status could not be read. Our field service engineer (fse) investigated the ventilator on site and confirmed the reported failure. Fse refitted the flow assemblies internally and carried out a pre-use check which successfully passed. The software version was updated and all tests passed. The ventilator was returned to customer for clinical use. The root cause to the reported issue could not be established by this investigation.